Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they found little cracks in the tubing of the enteral feeding set. No patient injury was reported. Additional information received on 15-jan-2021 stated that the cracks on the tubing were all the way through causing the tubes to leak.